Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the patient experienced dizziness and weakness due to hyperglycemia. The cgm was reading 6.0 mmol/l and the blood glucose reading was 26.0 mmol/l, measurements taken at the hospital by the nurse. The patient was already hospitalized at the time of the event and fell and broke her foot. Due to the cgm inaccuracy, the patient experienced hyperglycemia and was treated with IV medication at the hospital. At the time of the report the patient´s condition was not good because she lost a lot of blood due to diarrhea (not related to dexcom). No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.